Event description:
During treatment of the mid-lad with the rotablator device, the 1.50mm burr was switched to a 2.0mm burr. On the third pass, a perforation was noted. The patient went to surgery for repair of perforation. The sales rep reported that twice during the procedure the wire was accidentally pulled back and had to be rewired both times. The patient was reported in stable condition.